Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that prevented progression, after which the caregiver disconnected tubing, performed a rewind, removed the cartridge, and completed a dry run without further alerts, then performed a full supply change and resumed insulin delivery using available components. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included restoration of insulin delivery after troubleshooting and supply replacement. Investigation included user-guided troubleshooting, device rewind, dry run without patient connection, and full supply change with verification of function. Investigation of this case revealed no recurrence during the dry run or after the supply change, suggesting a transient motor stall potentially related to infusion set or connector issues; relevant lots were recorded for infusion set and cartridge, while the connector lot was unavailable. It was concluded, based on previously established findings for similar reports, that the cause was a transient mechanical obstruction resolved through rewind and replacement of disposable components. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.